Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Additionally, the battery percentage remained static at 100% for "a long time now." There was no adverse impact to the customer¿s blood glucose level. Customer declined to provide backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.